Event description:
It was reported that in (B)(6), the patient went into withdrawal and was hospitalized for a few weeks. It was suspected that the pump may have flipped and caused the withdrawal, but was not confirmed at that time. After leaving the hospital in (B)(6) the patient felt fine and wanted to have the pump explanted. She was very apprehensive about getting a refill so she just wanted it out. On (B)(6) 2014, the patient went to have the pump explanted and they confirmed the pump was on and delivering medication. There was 5 cc of medication left in the pump. The pump could not be explanted because, it was still on. The patient was put on neurontin and some other medications to help her rest, but no pain medications. On (B)(6) 2015, the hcp aspirated the reservoir to see if there was anything in the patients pump. When they attempted to aspirate the pump, the pump was flipped, and was confirmed via x-ray. The hcp then flipped the pump back so they could access the reservoir and at that point they were able to aspirate 10.2 ml of clear fluid. The pump off authorization form was received. The pump was delivering fentanyl. Intervention and outcome were not reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information reported that the pump explanted at the request of the patient due to a suspected pocket fill (see manufacturer's report #3004209178-2014-15802). The patient recovered without sequela.

Event description:
Additional information indicated that no further troubleshooting was performed. The explant was scheduled for (B)(6) 2015 and then cancelled due to the weather. The patient would be rescheduling.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2009 (B)(6); product type catheter product ID 8709sc, serial# (B)(4), implanted: 2009 (B)(6), explanted: 2009 (B)(6); product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information later received reported the patient was seen on (B)(6) 2015 because the patient wanted her pump explanted, however when the explanting neurosurgeon interrogated her pump he found that it was still running, despite the patient being under the impression it was off. Therefore, the (B)(6) 2015 appointment with the managing hcp was to investigate if there was anything in the reservoir, if it was truly running, and to come up with a plan where neurosurgeon could safely explant the pump without fear of putting the patient into withdrawal. The patient mentioned she had lost a lot of weight and the pump easily flips around now. From what this reporter understood it was adequately placed at implant, but was now much more mobile. The patient reported being pain free other than typical aches and pain from arthritis. The patient's pump was stopped on (B)(6) 2015 after being flipped back to appropriate orientation and reservoir aspirated of 10.2 cc (expected was 2.6 cc). The patient was being monitored for any potential signs of withdrawal and will be referred back to the neurosurgeon for explant within the next couple of weeks if the patient does not experience any withdrawal. The patient was also being sent for blood work to detect fentanyl to give another clue if the patient was being delivered any fentanyl by the pump. At the date of the report the reporter did not know the results of this test. The patient was not currently on any narcotics.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation: analysis of the pump found no anomaly. A portion of the catheter was returned. Analysis of the catheter found ¿catheter body hole caused by connector pin ¿ leaking was seen during pressure test¿ and ¿catheter body had significant twisting due to flipped pump that may have affected infusion¿. (B)(4).